Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the patient on 10/23/97. On 10/25/97 after iabp for 30 hours, "check iab catheter" alarm sounded from the pump. No augmentation was noted. The alarms continued more than 50%. Inflation with a syringe was not possible. The iab was deflated when removed. When the iab was removed, there was a clot in the membrane. (Event complications: unknown - reported 11/4/97.) (Pt's current status: unk - rpt'd 11/4/97.)